Event description:
Patient reported that the suspect device generated a blood glucose result of 701 mg/dl. The device's numeric reading range is 10-600 mg/dl; values> 600 mg/dl should display as "hi." No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.